Manufacturer narrative:
Follow-up #1: date of submission 09/10/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed that the date rang did not cover the event date due to continued customer use. The available data range did not show any power on reboot events. No damages were observed with the battery compartment and cap. The battery cap contact measurements were within specifications. The pump powered up to the verify screen with auditory and vibratory features. All the keypad buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Removal of the pump casing did not find any moisture or damages to the power circuit. The reported power issue was not verified in the black box or duplicated in the investigation. Unrelated to the reported power issue, it was observed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump was rebooting. The reporter stated that there was no damage to the battery compartment or cap and the cap was able to tighten properly. The reporter noted that there was no evidence of moisture or corrosion in the pump and the issue was resolved with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.